Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that when the healthcare provider (hcp) was replacing the battery hcp ended up yanking the wire. Hcp had to redo it and patient got a new one. The patient said they wished hcpwould have been more careful when replacing the battery.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2007,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the ins was being replaced due to end of life for a non-rechargeable battery. The cause of the out of range impedances and the lead being bunched up wasn't determined. The rep reported that the patient was programmed around the impedances and the bunched up leads. The patient had adequate pain relief with new settings. The hcp did not replace the leads as it was out of his scope, the patient would need a neurosurgeon. The hcp also felt like it was indicated since the patient was receiving adequate pain relief. No further actions were planned for the out of range impedances and bunched up lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007 explanted: product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 27-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that there was a intra-operative impedances issues during a replacement  of the ins today. The impedances were out of range. The rep , they attempted to resolve but the healthcare provider (hcp) did close up during call as most were usable and in range. It was reported that the octad lead does not look normal and looks bunched up. The rep would attempt to program around affected impedances that were out of range.